Event description:
During the procedure the handpiece for the energy device used for coagulation was faulty and worked intermittently on and off.what was the original intended procedure?laproscopic appendectomy.device #1is this a laboratory device or laboratory test?no.